Event description:
Fifty-eight days post index procedure, the pt was hospitalized for unstable angina. A coronary angiograph was performed and per-stent restenosis was noted proximal to the implanted cypher in the mid right coronary artery. A 3.0x 22mm biotronik stent was implanted in a lesion proximal to the previously implanted stent. The pt had a 3.0x 28mm cypher select plus stent implanted in the type b2, de novo, thrombotic, totally occluded, irregular and eccentric mid right coronary artery in 2007. The lesion length was 15mm and the vessel diameter was 2mm. Timi flow grade pre-procedure was 0 and 2 post-procedure. The pt's medications include the following: aspirin, clopidogrel, statins, ace inhibitors, beta-blockers, gp iib/iiia inhibitor and heparin.

Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The event involved a female of unk age with a history of hyperlipidemia and smoking. This pt's history places her at increased risk of mace. The indication for admission to hospital was acute inferior wall myocardial infarction. A coronary angiography revealed a de novo, 15mm, type b2 lesion in the mid right coronary artery (rca). It was described as thrombotic, irregular and eccentric producing a 100% occlusion. The referenced vessel diameter was 3.0mm. According to the IFU, cypher is indicated for use in discrete lesions. Aspiration of the thrombus was performed followed by pre-dilation and implantation of a 3.00 x 28mm cypher select plus stent at 20 atm. According to the IFU, the rated burst pressure for this device is 16 atm. Post-dilation was then performed. Ivus was not carried out. Pre-procedural medications included asa. The pt was given asa, plavix, heparin and reopro during the procedure. Asa and plavix were given following the procedure and continued upon discharge from the hospital. Timi flow increased from 0 to 2 following the intervention. Fifty-eight days following the index procedure, the pt was hospitalized due to unstable angina. A repeat coronary angiogram was performed and revealed a 75% restenosis within 5mm proximal of the previously implanted cypher stent. This was treated by implantation of a 3.00x 2mm biotronik stent. No other treatment info was provided. The cypher stent remains implanted in the pt and thus not available for evaluation. A device history records review was conducted and found the product met quality requirements for product acceptance. Restenosis is a known potential adverse event following stent implantation. Based upon the info provided, it is not possible to conclusively determine the cause of the event; however, there are pt, lesion and procedural factors that may have contributed to it. There is no clear indication this event was design or mfg related.